Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) inside the lens case inside the opened peel pouch in the carton. The pouch was opened, folded and stapled together in the lens carton. Viscoelastic was dried on the lens. One haptic was broken in the gusset area (not returned). The optic edge was broken with split damage into the optic material. Scratches were observed on the posterior in the center. The posterior center was also cracked. The posterior was cracked in the shape of an instrument used to grasp the lens near the optic edge. The anterior optic was scratched near the edge. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The reported scratch damage was observed. Additional lens damage was also observed. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Scratches may be attributable to the use of a cold viscoelastic that has not been allowed to acclimate to the recommended operating room temperature. The IFU instructs to only use a company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Per the IFU: use the company cartridge at operating room temperatures between 18 degree c (64 degree f) and 23 degree c (73 degree f). Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that, surgeon observed a scratch on the optic surface after implantation. Needed to explant the lens and replaced with another unspecified lens on the same day. Additional information has been requested and received stating that there was no patient harm.